Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 50 mg/dl at the time of incident. Customer declined the troubleshooting for the low blood glucose. Customer was using the auto mode. The insulin pump will be returned for analysis.